Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue.per the operative report of (B)(6) 2010: "after careful evaluation and measurement, we selected initially a 30 mm. Mccarthy ring but upon setting, we noted that there was still a moderate amount of leakage from the tricuspid valve. We downsized the ring even more to 28 mm. Mccarthy ring. The ring was mounted in place and sutures were tied. The valve was tested and there appeared to be only trace residual pulmonic regurgitation."

Manufacturer narrative:
Sizing issue.device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.